Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, the output feels like it is delayed and performance is not as good. It takes longer to cauterize than expected. The unit intermittently does not perform correctly. It experiences a delayed output response. The procedure was completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, the output feels like it is delayed and performance is not as good. It takes longer to cauterize than expected. The unit intermittently does not perform correctly. It experiences a delayed output response. The procedure was completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned console found some metal exposed on the cover. The bipolar connector was broken. A functional evaluation found that all knobs and switches appeared to function properly. The output was high in the monopolar modes. The complaint of ¿intermittent output¿ has been confirmed. This was caused by the broken bipolar connector. The bipolar connector and cover were replaced, and the unit was calibrated. The unit passed all final testing. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A batch/lot history search was performed and found no other complaints against the reported batch/lot number.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.